Event description:
Manufacturer ref (B)(4).

Manufacturer narrative:
The ventilator was was investigated by our field service engineer on-site. The unit failed the pressure transducer test and the nozzle unit was identified defective and in need of replacement. The replaced nozzle unit was discarded and therefore not returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).